Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2019-00343. Medical product: distal lateral tibial plate left 6 holes 94 mm length; item# (B)(4), lot# 63139620. Source: (B)(6). Visual inspection of the returned product noted discoloration on the plate and the screw head. The returned products were sent to sem for additional evaluation. The foreign elements (c, n, o, na, mg, p, cl, k, and ca) identified in the discoloration indications on the distal lateral fibular plate and locking screw sample noted could be from various potential contaminants including biological soft tissue and bone, dried biological fluids (i.e. Blood), bone cement (calcium phosphate-based), corrosion/metal oxide product or various decontamination solutions (i.e. Hospital detergents). Therefore, the source of these elements is inconclusive. Signs of pitting corrosion observed within the locking threads on the screw sample and no indications of pitting corrosion observed on the plate sample. The eds analysis of the discoloration free area on the distal lateral fibular plate and locking screw samples showed that the elements identified in the spectra were consistent with (B)(4). Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a plate was explanted due to the customer thinking that it was linked to an ongoing investigation of the plp product at the hospital. There is no additional information available at this time.